Event description:
The dr unscrewed the clear hemostasis valve assembly from the sheath hub instead of unscrewing just the blue dilator. A large amount of blood came from the sheath. Iabp continued without any further problems.